Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided). The cause of elevated bg was unknown. Tandem technical support reviewed pump data at the time of event and noted that the pump had entered storage mode due to low battery on (B)(6) 2019 and was not turned on again until (B)(6) 2019. Subsequently, the customer was hospitalized. Bg was treated with insulin and unspecified fluids. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved and no permanent damage.